Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): no anomalies found. Full lead was returned and analyzed.

Event description:
It was reported that before implant, the doctor visually checked the helix of the lead to advance and retract. It was noticed that it did not retract perfectly and that the tip remained slightly out. The lead was not used and was replaced with another one. No patient complications have been reported as a result of this event.